Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed platelet results on the cell-dyn cd1800 analyzer. The following data was provided: initial 16 on (B)(6) 2015, repeat 157 on (B)(6) 2015. Sample was sent to reference lab and was rejected due to clotted sample. Customer states that patient was deferred to a specialist, but no treatment provided based on the initial result. The initial result was given to the provider to review, however was not reported in the patient's chart. The repeat result of 157 was reported in the patient's chart.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service replaced the silicon tubing, part number 9130542, due to being worn out from normal use. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.